Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn 22617) displayed a fault 16 (timeout moving to take-up position) message," which was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a failed drivetrain motor, likely attributed to the age of the device. The autopulse platform was manufactured in 2010 and is 13 years old, well past the expected serviceable life of 5 years. Upon visual inspection, no physical damage was noted. The archive data review indicated fault 16, thus, confirming the reported complaint. Further review of the archive data indicated user advisory (ua) 02 (compression tracking error), ua3 (communication fault with battery), ua28 (clutch malfunction), and fault 24 (timeout moving to home position). The observed uas and fault codes are not related to the customer's reported complaint and were not reproduced during the testing at zoll. The autopulse platform failed functional testing due to fault 16 displayed upon powering on, thus, confirming the reported complaint. The additional uas and fault codes observed in the archive were not reproduced during the functional testing. The root cause of the customer-reported fault 16 was a failed drivetrain motor, which could be the potential root cause of the additional uas (ua02, ua28) and fault 24 noted in the archive. The drivetrain motor needs to be replaced to address the error codes. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse user advisory list, user advisory 3 indicates that the autopulse platform cannot communicate with the battery, which occurs when the battery is not firmly inserted into autopulse or using a failed battery. The recommended actions for this type of user advisory are: check the autopulse and battery connections for damage. Ensure the battery is inserted correctly and seated in the autopulse. If not resolved, place the battery into the mcc to ensure it is functional. Insert a battery that is known to be good into the autopulse and power on the device. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
The autopulse platform (sn (B)(6)) displayed a fault 16 (timeout moving to take-up position) message during shift check. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6) displayed a fault 16 (timeout moving to take-up position) message," which was confirmed during the functional testing and the archive data review. The root cause of the reported complaints was a seized brake, because of corrosion on the brake housing area of the drivetrain motor, likely due to user maintenance. A review of the autopulse platform archive revealed that daily checks were not performed regularly. The autopulse platform was not powered on for months prior to december 2022. The storage condition of the autopulse platform is unknown. Daily device checks are required per the user manual to help prevent the brake from seizing. Also, storing the autopulse in a low-humidity location could help prevent the brake from seizing. Upon visual inspection, no physical damage was noted. The archive data review indicated fault 16, thus, confirming the reported complaint. The autopulse platform failed functional testing due to fault 16 displayed upon powering on, thus, confirming the reported complaint. The autopulse did not achieve the target depth for take-up within the specified time (~5 secs) due to the corrosion at the brake assembly area of the drivetrain motor. The brake body was seized due to the corrosion, which prevented the brake from opening or closing during activation. This caused fault 16 and prevented the platform from performing compression. Zoll service personnel used ipa to clean and remove the corrosion at the brake housing area. The brake gap inspection was performed and verified the brake gap was within the specification of 0.008" ± 0. 001". The autopulse platform was further tested with the large resuscitation test fixture (lrtf), and the platform passed without fault or error. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
The autopulse platform (sn unknown) displayed a fault 16 (timeout moving to take-up position) message during shift check. No patient involvement.

Manufacturer narrative:
Zoll has received the autopulse platform for investigation. A follow-up report will be submitted when the investigation has been completed.